Manufacturer narrative:
H3 device evaluation - the paddle shaver fractured under rotational shear at the r.005 transition of the 10mm head. Very little bending load appears to be involved in the failure. No other damage is visible to the shaver. Failure can be attributed to a torsional overload applied during the rotation of the paddle shaver within the disc space. The 10mm shaver was too large for the disc space, resulting in an excessive amount of torque applied to fracture the shaver. Review of device history records found ten (10) pieces of lot 01380im released for distribution 6/30/2016 with no deviation or anomalies. Two-year complaint history review (6.21.2021-6.21.2023) found this to be the only report of this nature for any of the part numbers in the 23-9023-xx family during this two-year time frame. No corrective actions are recommended.

Event description:
It was reported that a lateral fusion procedure was performed by dr. Debiparshad, utilizing the shurfit plif interbody system. While using the paddle shaver 50mml x 10mmh (23-9029-03) to open the disc space the instrument snapped. The space was then opened with the 8mm shaver to retrieve the broken piece. It was confirmed by x-ray that the disc space was clear of all metal. The procedure was completed successfully with only a five (5) minute delay.

Event description:
It was reported that a lateral fusion procedure was performed utilizing the shurfit malif interbody system. While using the paddle shaver 50mml x 10mmh (23-9029-03) to open the disc space the instrument snapped. The space was then opened with the 8mm shaver to retrieve the broken piece. It was confirmed by x-ray that the disc space was clear of all metal. The procedure was completed successfully with only a five (5) minute delay.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.